Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.4, operating system: 18.5, hardware: iphone16.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported a skin allergic reaction to the pod's adhesive had occurred while wearing the pod between 4 and 24 hours on the leg. Symptoms included redness and skin tear at the infusion site, which was considered as an open wound. Patient visited urgent care and as treatment, an ointment was provided to help with the irritation of the skin tear. Pod was removed at urgent care. After getting home from that visit, a new pod was successfully applied.